Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The surgeon approached the tissue and pressed the green button for second firing. However, the device did not fire. The handle and the reload were replaced by a new set to complete the stapling. The recalled reload worked fine with another handle. No patient issues.